Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove the infected mesh. It is alleged the device has caused, inter alia, an intense inflammatory foreign body response resulting in infection, pain and a swollen mass. The attorney further alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the infected mesh. It is alleged the device has caused, inter alia, an intense inflammatory foreign body response resulting in infection, pain and a swollen mass. The attorney further alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2012 -patient was diagnosed with incisional hernia and underwent open repair with implant of ventralex st mesh. Per the operative notes," I had marked out the hernia in the preoperative area. It was small enough that we could use a large ventralex st patch 3.2 inches¿. Mesh was placed and sutured. (B)(6) 2013 - patient experienced abdominal pain, tender swollen mass at the site of the previous hernia repair which appeared to be an incarcerated hernia and underwent open repair with removal of infected mesh. Per the operative notes," encountered purulent material. We were able to grasp some of the mesh and draw up and ultimately, I was able to excise all of the mesh (ventralex st)¿. During the procedure it was identified that the swollen mass was not a hernia but in fact an abscess which was drained. Attorney alleges abscess, hernia recurrence, sensitive stomach, stomach left open for healing after removal, incision burst, wound vac for 6 months, permanent scarring, constant pain, discomfort and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information provided, no conclusions can be made. Per medical records provided 7 months post implant of ventralex st mesh, the patient underwent removal of ¿infected¿ mesh. The medical records provided do not indicate a cause of the abscess/infection. Infection is a known inherent risk of surgery and is identified in the instructions-for-use supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification. It has been identified that this event was also reported to the FDA as 1213643-2018-00631. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.